Event description:
The implant duration of the 23 mm aortic bioprosthetic valve at the time of the transcather intervention was nine (9) years, two (2) months, and twenty-eight (28) days.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. As the device remains implanted and will not be returned for evaluation, the root cause for stenosis of this device remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a failing 23 mm aortic bioprosthetic valve was disabled with a 23mm transcatheter valve via a valve-in-valve procedure. The implant duration of the 23 mm aortic bioprosthetic valve at the time of the procedure was six (6) years, three (3) months and six (6) days. The reason for reoperation was noted as critical aortic stenosis. Per operative report, the patient tolerated the valve deployment well and there was recovery of his hemodynamics. Mean gradient was 66 mmhg pre-operatively and 19 mmhg post-operatively. There was no significant perivalvular leak. The patient recovered from general anesthesia and was transferred to the monitoring unit.